Manufacturer narrative:
The customer collected the digoxin sample in a greiner serum tube with a gel separator. Digoxin qc was within the customer's established ranges at the time of the event. There is no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer obtained a higher than expected digoxin result, above the therapeutic reference range, for one patient. Upon repeat the results were in the normal reference range. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.